Event description:
It was reported the cartridge was leaking from the bottom of the canister. Reportedly, the customer had refilled the cartridge three times with insulin to reach its maximum, which caused damage to the canister. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The t: slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of your t:slim pump can not be guaranteed if cartridges are filled more than once. No product returned for evaluation. Should new info become available, a f/u supplemental report will be submitted.